Event description:
On july 7, 2010, the lay user/patient contacted lifescan to report the unknown one touch meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On an unspecified date "two years ago" the patient claimed he obtained inaccurately high blood glucose readings on the reported meter. The patient was unable to specify the meter name, or the results obtained. Based on these elevated meter readings, the patient took 70/30 insulin on a sliding scale. Afterwards, the patient experienced the symptoms of shaking and sweating. It was not possible to perform any troubleshooting, as the patient had discarded the products years earlier. The patient allegedly suffered symptoms suggesting severe hypoglycemia after he took insulin based on elevated meter readings. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.serial #: not provided.lot #: not provided.